Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 520 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin drip and fluid. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting due to reason for high blood glucose. Customer reported that blood glucose was high due to bent cannula three times with the same infusion set type. When customer changed infusion set type, blood glucose began to lower.